Event description:
As reported from a clinical study, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien x4 valve, after a third post-dilation of the valve was performed using the x4 delivery system, there was difficulty withdrawing the x4 delivery system through the 16fr esheath. Under fluoroscopy, the esheath was noted to be split and the radiopaque marker appeared to be no longer at the tip of the esheath. Negative pressure was applied to the delivery system, but resistance was still felt. After further assessment, a decision was made to withdraw the delivery system and esheath at the same time. This was performed and pressure was held. Afterwards, a non-edwards closure device was used to close the arteriotomy. Some bleeding was still noticed and as a result, an angioseal was deployed. The procedure was then completed, and the patient left the cath lab in stable condition. There was no patient injury noted. Imagery was provided showing a sheath liner delamination.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the liner was circumferentially delaminated approximately 5.5 inches in length. The c-marker band was present on the distal liner. The distal tip was split and the soft tip was slightly deformed inwards. The sheath was fully expanded as designed and the tip opened as designed. There were scratches noted on the shaft distal end. Post-procedural imagery of the device was also provided for evaluation. Review of the provided imagery revealed the sheath liner appeared to be bunched up and delaminated with the x4 delivery system inserted through the sheath shaft/liner. The distal tip split was unable to be visualized on the provided imagery. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve, delivery system and sheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure modes is not required at this time. In this case, the reported events of sheath liner delamination and sheath distal tip split were confirmed based on evaluation of the returned device and provided imagery. The reported events do not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the training manual, "ensure balloon lock is locked. Ensure the balloon is completely deflated" prior to delivery system removal through the sheath. The balloon should be completely deflated, removing any possibility of excess fluid in the balloon, and appropriately locked. If these steps are not followed, an altered balloon profile (excess bulk) may catch onto the distal tip/sheath liner during retrieval into the sheath. If excessive manipulation was applied to overcome the reported resistance, it could cause the sheath to sustain damage in the form of a split distal tip and distal liner delamination. As such, the available information suggests that procedural factors (altered balloon profile and excessive manipulation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.